Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was over 1000 mg/dl. It was stated that prior to the event, the customer was missing for a couple of days and was later found wandering around and very confused. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. The insulin pump programming revealed that the customer had not delivered any boluses for three days prior to the hospitalization. Advised the nurse that the insulin pump passed the tests and was safe to use.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.